Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit drained helium tank in less than 4 hrs. There was no patient involvement reported.